Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. The customer experienced a blood glucose (bg) level ranging from "low" to 250 mg/dl, although a specific value was not provided. Cause was not known. Reportedly, customer experienced a fall and required assistance from spouse to consume glucose tablets. Recommendation was made to consult with a healthcare provider regarding diabetes management.